Event description:
It was reported that the customer was hospitalized for two days for diabetic ketoacidosis. According to customers health care professional, customer does not respond to insulin. Customer was treated with potassium, sodium chloride, and insulin while in the hosp.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.